Event description:
It was reported that a user experienced hyperglycemia after a recent meal while using the ilet system, with a recorded blood glucose of 223 mg/dl; the user was advised that the first week of ilet use requires time for algorithm adjustment, blood glucose questions were obtained, and a follow-up call was planned to confirm a downward trend. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified during customer support interactions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.